Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the customer obtained the results of 326 mg/dl, 254 mg/dl and 59 mg/dl back to back within 10 minutes on the aviva system. Reporter states that the customer ate a banana and drank orange juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.